Event description:
It was reported that during a stent placement procedure to treat chronic total occlusion in the right popliteal artery with left common femoral artery access, the stent allegedly failed to deploy. It was further reported that inside grip, the release tether is broken proximal to the slide block leading to break. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition with safety slider in unlocked proximal end position, and the stent is still loaded. Inside grip, the release tether is broken proximal to the slide block which made a deployment impossible and which leads to confirmed result for break, and deployment failure. Inside grip, the slide block was still secured by the safety plate. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for break of the release tether and deployment failure. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described. Regarding pta the instructions for use (IFU) state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The IFU also state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (...) And 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...)'. Regarding unlocking before deployment the IFU state: 'unlock the safety lock slider by pulling it back towards the wheels from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back'. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.